Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted in the hospital on (B)(6) 2018 due to ventricular pacing at high rate (130 min-1). According to the physician, this ventricular pacing was induced by an atrial arrhythmia at 130 bpm. After interrogation and temporary programming for tests, the subject pacemaker started to operate in fallback mode switch. The physician would like to know why the mode switch did not occur at the beginning of the atrial arrhythmia. In addition, the device memory was found empty when reviewing the patient file recorded on (B)(6) 2018, whereas it was reportedly not empty during the interrogation session.

Manufacturer narrative:
Based on preliminary analysis results, it is suspected that the missing data in device memory were due to telemetry errors during interrogation. The pacemaker operated as expected.

Event description:
Reportedly, the patient was admitted in the hospital on (B)(6) 2018 due to ventricular pacing at high rate (130 min-1). According to the physician, this ventricular pacing was induced by an atrial arrhythmia at 130 bpm. After interrogation and temporary programming for tests, the subject pacemaker started to operate in fallback mode switch. The physician would like to know why the mode switch did not occur at the beginning of the atrial arrhythmia. In addition, the device memory was found empty when reviewing the patient file recorded on (B)(6) 2018, whereas it was reportedly not empty during the interrogation session.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was admitted in the hospital on (B)(6) 2018 due to ventricular pacing at high rate (130 min-1). According to the physician, this ventricular pacing was induced by an atrial arrhythmia at 130 bpm. After interrogation and temporary programming for tests, the subject pacemaker started to operate in fallback mode switch. The physician would like to know why the mode switch did not occur at the beginning of the atrial arrhythmia. In addition, the device memory was found empty when reviewing the patient file recorded on (B)(6) 2018, whereas it was reportedly not empty during the interrogation session.